Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 28-nov-2023 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint handpiece was received loose in the original folding carton. No lens was part of the product return. The complaint handpiece was inspected under magnification. The device was received with the plunger rod fully advanced. The lens module was inspected for marking that would indicate improper plunger rod advancement and no markings were identified. The complaint cartridge presented with stress marks that were within specification for a used device. Viscoelastic residue presented distributed through the device indicating an adequate amount was used. No issues that would have caused or contributed to the complaint event were identified. The handpiece was disassembled, and the device assembly was inspected. No assembly issues were identified. The plunger rod tip was damaged in a way consistent with damage during shipping. The complaint cartridge was inspected under magnification. The complaint cartridge presented with stress marks that were within specification for a used device. Viscoelastic residue presented distributed through the device indicating an adequate amount was used. No issues that would have caused or contributed to the complaint event were identified. Complaint issue lens damage could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported upon opening product packaging, the pre-loaded dib00 model intraocular lens (iol) was mangled in the loader, there was no patient contact. The same procedure was completed successfully using a back-up lens. Patient outcome post-procedure was reported as good. No further information is available.